Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a possible infection near at the left ipg site. Swelling was noted. The physician did not believe it was device related. The patient underwent a revision procedure wherein the ipg and lead was replaced. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4) description: scs 50cm iii lead; sc-1110 (sn: (B)(4)) device evaluation indicated that the residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2138-50 (sn: (B)(4)). Device evaluation indicated that the lead was cleanly, and the proximal tip was not returned. The damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection near at the left ipg site. Swelling was noted. The physician did not believe it was device related. The patient underwent a revision procedure wherein the ipg and lead was replaced. No device malfunction was suspected. The patient was doing well post operatively.